Event description:
The customer reported having issues with the bent cannulas and has being hospitalized with high blood glucose. The caller stated that the issue was happening more often. Requested the caller to provide the lot number of the infusion sets and troubleshooting would be needed since there was an event involved. The customer stated that she would call back once she has everything to complete the testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.